Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring seal did not deploy out of the delivery tube into the aorta.patient complications were reported by the hospital. No patient complications were reported by the hospital.